Manufacturer narrative:
Device received with missing segments or partial display due to cracked and bleeding lcd glass. Unable to confirm blank display and unable to perform any tests due to lcd physical damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a display anomaly. The customer¿s blood glucose was 175 mg/dl at the time of incident. Customer stated that the insulin pump turned off and remained blank even after multiple battery change. Customer reported that the insulin pump eventually came on but only showed half of the screen display. No significant events leading to the display anomaly was observed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.